Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2011 due to being damaged during valve surgery. The physician was dr. Vincent see at university of (B)(6) center in (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).